Event description:
The account stated that an initial architect troponin result of 0.515 ng/ml was reported. The patient was taken to the hospital. A new sample was obtained 6 hours later with a result of 0.0 ng/ml. The initial sample was repeated with a result of 0.0 ng/ml.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.